Event description:
It was reported that when powering down the device it starts alarming and the speaker wire was broken, it was not confirmed if the device was still providing audible alarms, visual or both. The device was not in use on a patient at the time of the event. There was no adverse event reported.

Manufacturer narrative:
The remote service engineer (rse) spoke to the biomed who stated that the device starts alarming and the speaker wire was broken. It was not confirmed if the device was still providing audible alarms, visual or both. Replacement parts were ordered and shipped to the customer site. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.